Event description:
A patient reported issues with their insulin pump, including the sensor frequently being out of reach, the cartridge not being accepted after multiple attempts leading to wasted insulin, and the pump inaccurately displaying the insulin level. There was no adverse impact to the customer's blood glucose level. The customer did not pursue further follow-up with technical support and was noted to be in the process of renewing their coverage.